Manufacturer narrative:
(B)(4). The end user's daughter called in state her mom was in a facility and was being transferred from the chair to the bed. The facility stated to the end users daughter that her mother threw her leg up while in the sling causing the injury. The end users daughter believes the sling was inside out and caused the rough, velcro to cut her mother while she was being transferred. The incident occured on (B)(6) 2013. The nurse had to clean the wound and put 10 steri strips on the leg. The daughter knows they improperly placed this sling while they lifted her mother.

Event description:
Consumer stated the sling cut her mother's right leg about 4 inches above the knee when she kicked her right leg out while being lifted.